Event description:
It was reported that the patient was seen in the clinic with an lvad fault alarm and the speed was running at 5000 rpm when the set speed in 5200 rpm. The speed was unable to be increases and hematocrit could not be adjusted. The log file captured a pump communication event on (B)(6) 2021. This error continued to occur throughout the remainder of the log file. This communication error can be cleared by power cycling the pump by disconnecting and reconnecting the driveline. The fault cleared after resetting the pump. The patient was asymptomatic at the time of these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of left ventricular assist device (lvad) faults; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted controller event log file contains data from (B)(6) 2021 through (B)(6) 2021 and the submitted controller periodic log file contains data from (B)(6) 2021 through (B)(6) 2021. Evaluation of both the controller event and periodic logs captured a persistent lvad internal fault advisory throughout the duration of the files. The lvad fault was associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. These events did not appear to affect the pump¿s ability to operate. The account later communicated that the lvad fault alarm cleared after resetting the pump. The patient was asymptomatic during the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault advisory, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook, rev. C is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jul2019. No further information was provided. The manufacturer is closing the file on this event.